Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. The physician had informed the clinical team numerous times, that the valve of the sheath needing improvement due to bleed back. It occurs with him upon insertion of the mapping catheter. The catheter has significant bleeding back from the valve. Physician felt inserting the farawave catheter (cinched) the lumen and decreased bleed back. The physician wants the company to be aware of the improvement of the product. The procedure was completed using the original device and no patient complications were reported. The device is not expected to be returned as it was disposed.